Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving unknown drug via an implantable pump for spine/back/ non-malignant pain use. It was reported that they have had a lot of trouble with their pump and "they have had to have it implanted 6 or 7 times". The agent reviewed that there is only one pain pump registered display and implant date of (B)(6) 2024. The patient stated that they have a "faulty" pump." The patient then commented that they would still like some more medication because they were still experiencing a lot of pain. The patient said their pump was not working and their healthcare provider (hcp) "just increased their pump over and over again". The agent then attempted to clarify the history of different pumps and the patient responded that the pump that was implanted in 2024 "has been fine. The agent did not confirm medication in pump(s) due to the nature of the caller providing unclear information. The patient explained that they work at a correctional facility and had to pass through a security scanner every day and requested compatibility information. The agent reviewed information and emailed information to the patient.